Event description:
The "rapid gas loss" alarm sounded from the pump. No blood was noted. The pump was charged. Multiple event to initial customer complaint. (Event complications: unknown-reported 05/06/97.) (Pt's current status: expired-reported 05/06/97.)

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the balloon completely unfolded. Laboratory examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the system 90 iabp in the laboratory. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned iab. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the rpt'd difficulty based on the event description and examination. Although conjectural, the pump alarms may have been pump related.